Manufacturer narrative:
(B)(4): eval: results: (death).

Event description:
An endeavor sprint rapid exchange (rx) drug - eluting stent was implanted in the proximal lcx. At 30 day and 6 month follow-up's, pt was asymptomatic/free of symptoms. It was reported that the pt was hospitalized approx 8 months post index procedure. The pt was suffering from acute respiratory failure, decompensated congestive heart failure, severe ischemic cardiomyopathy, severe pulmonary hypertension and possible pneumonia with parapneumonic effusion. It is reported that the pt expired. Investigator has indicated that the event was not related to the study device or procedure.